Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that fluoroscopy showed the right atrial (ra) lead had dislodged post implant. The lead was revised and was repositioned. The lead remains implanted. No patient complications have been reported as a result of this event.